Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the suture for tear repair following a natural childbirth, the needle was inserted into the muscle but the needle completely separated from the sutures when the needle was removed. The suture remaining in the muscle was immediately taken out. Another suture was used. There was no patient injury.